Manufacturer narrative:
The reported device is expected to be returned to conmed and additional information is expected to be received by conmed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the pad pro defibrillation pad caused a burn on a patient. There is no product information and no information currently available about the patient and the type or status of the burn. Additional information has been requested but to date has not been received, nor has the product been received. Once additional information is received a final filing will be made with the additional information that is provided. This report is being raised as a device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Complaint is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A lot history review could not be performed since a lot number was not provided. A review of the DHR could not be performed since a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: misuse of multifunction electrodes, use of compromised or altered product, and/or failure follow product instruction may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. This issue will continue to be monitored through the complaint system to assure patient safety.